Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that after the intraocular lens (iol)implantation surgery, the patient experienced glare, halos, blurriness and distortion and was experiencing it severe and occurs in daylight, nighttime, indoors and outdoors. Additional information was received stating that, the patient experienced, severe and constant glare, blurring, halos, starburst in all lighting conditions- daytime, nighttime, indoors, outdoors. Nothing was in focus and the patient could not see anyone¿s face clearly until they are within about 5 feet from me. These symptoms got progressively worse within a week after the surgery. The patient also purchased glasses for use with the laptop but there was minimal improvement. The patient also wore sunglasses at all times outside, sunny or overcast. There are two medical reports associated with this patient. This file belongs to right eye.